Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer magnet was missing. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer had missing magnet. A field service engineer (fse) found that auxiliary drawer 4 was sensing open even when physically closed and replaced the inseparable latch. During acceptance testing, auxiliary drawer 5 was triple clicking; after shutting down the device, an inseparable magnet was found partially dislodged, causing interference with the latch, and it was corrected. Auxiliary drawer 6 was not detected in the hardware test application (hta), with no lights on the drawer controller or pyxis module controller (pmc), so both were replaced. The fse also replaced the drawer pyxibus cable, after which the customer successfully recovered drawer 4. Additionally, enhanced full-height drawers 3 and 7 were found to have old-style latch hardware, which was replaced with sliding latches. All drawers were tested and confirmed to be functioning normally, resolving the issue. The system functioned as intended after the field service engineer repaired the device.